Event description:
Report received that a patient's vns presented with high impedance. A review of the DHR of the lead indicated it had passed all quality inspections prior to release for distribution. Further information was received that the physician frequently hits himself in the chest when he's upset. The physician believed this may have caused damage to the lead. No surgical intervention has occurred to date. No additional information has been received.

Event description:
Further information was received that the patient's vns lead and generator were replaced. The generator was replaced prophylactically. Neither the lead nor generator were returned to the manufacturer for analysis as the explanting facility was known to not release explanted products to the manufacturer. No additional relevant information has been received to date.